Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, several struts have perforated the wall of the inferior vena cava (ivc). As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records; the filter was placed due to morbid obesity with a high risk of pulmonary thromboembolism. The filter was deployed at the level of the l3 vertebral body. Post deployment images showed good alignment and orientation with the optease filter deployed within the infrarenal ivc. The patient tolerated the procedure well. As per the medical records provided, a week post filter implant, the patient was admitted for laparoscopic roux-en-y gastric bypass surgery, which resulted in post-operative complications, and four days after the gastric surgery, the patient was taken to the operating room for repair of a small bowel obstruction and incisional hernia. Two days later, a blood culture report was positive for klebsiella pneumonia. The patient also experienced a low-grade pneumonitis and urinary tract infection and was treated with antibiotics. The patient also had a right subclavian triple lumen catheter inserted on that day due to the need for intravenous access. The patient was discharged home six days later. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years and eight months post implantation. The patient reports perforation of filter struts outside the ivc. The patient further reports psychological injuries or mental anguish related to the filter. Additionally, a computerized tomography (CT) scan of the abdomen and pelvis revealed mild dilatation of the right renal pelvis most compatible with a mild ureteropelvic junction (upj), and the infrarenal inferior vena cava filter with several of the prongs extending beyond the contour of the inferior vena cava maximum dimension 2mm. The patient¿s symptoms and injuries include but are not limited to several struts of the filter perforated the wall of the inferior vena cava. The implanted filter poses a progressive risk of additional perforation of the ivc and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of a fracture(s) and thrombosis/occlusion/clotting causing serious injury and death.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, several struts have perforated the wall of the inferior vena cava (ivc). The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, several struts have perforated the wall of the inferior vena cava (ivc). As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, several struts have perforated the wall of the inferior vena cava (ivc). As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records; the filter was placed due to morbid obesity with a high risk of pulmonary thromboembolism. The filter was deployed at the level of the l3 vertebral body. Post deployment images showed good alignment and orientation with the optease filter deployed within the infrarenal ivc. The patient tolerated the procedure well. As per the medical records provided, a week post filter implant, the patient was admitted for laparoscopic roux-en-y gastric bypass surgery, which resulted in post-operative complications, and four days after the gastric surgery, the patient was taken to the operating room for repair of a small bowel obstruction and incisional hernia. Two days later, a blood culture report was positive for klebsiella pneumonia. The patient also experienced a low-grade pneumonitis and urinary tract infection and was treated with antibiotics. The patient also had a right subclavian triple lumen catheter inserted on that day due to the need for intravenous access. The patient was discharged home six days later. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years and eight months post implantation. The patient reports perforation of filter struts outside the ivc. The patient further reports psychological injuries or mental anguish related to the filter. Additionally, a computerized tomography (CT) scan of the abdomen and pelvis revealed mild dilatation of the right renal pelvis most compatible with a mild ureteropelvic junction (upj), and the infrarenal inferior vena cava filter with several of the prongs extending beyond the contour of the inferior vena cava maximum dimension 2mm. The patient¿s symptoms and injuries include but are not limited to several struts of the filter perforated the wall of the inferior vena cava. The implanted filter poses a progressive risk of additional perforation of the ivc and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of a fracture(s) and thrombosis/occlusion/clotting causing serious injury and death.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, the filter was placed due to morbid obesity with a high risk of pulmonary thromboembolism. The filter was deployed at the level of the l3 vertebral body. Post deployment images showed good alignment and orientation. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, several struts have perforated the wall of the inferior vena cava (ivc). Per the medical records, one week post filter implant, the patient was admitted for laparoscopic roux-en-y gastric bypass surgery, which resulted in post-operative complications, and four days after the gastric surgery, the patient had repair of a small bowel obstruction and incisional hernia. Two days later, a blood culture report was positive for klebsiella pneumonia. The patient also experienced a low-grade pneumonitis and urinary tract infection and was treated with a triple lumen cvc for antibiotics. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc. A CT scan revealed mild dilatation of the right renal pelvis most compatible with a mild ureteropelvic junction (upj), and the infrarenal inferior vena cava filter with several of the prongs extending beyond the contour of the inferior vena cava maximum dimension 2mm. The patient further reports anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.